Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures.

Event description:
Unexpected 7.8 inr with protime system. No report of confirmatory test with protime or lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.